Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported issue of infusion changing from 30 to 60 psi automatically; however, the laser footswitch mounting screws were found sheared off in connector mounting lugs. The duplicate rep replaced the laser footswitch and the laser interface breakout printed circuit board (pcb). The system was then tested and met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the infusion and gas pressure were preset at 25mmhg and 30mmhg, during surgery the staff and surgeon noticed that the pressure had changed to 60 mmhg. The infusion line was full and the eye pressure was elevated. The surgery was completed and there was no impact to the pt reported.